Event description:
It was reported that the suture did not load from the fast-fix causing a tear in the meniscus.

Manufacturer narrative:
A visual assessment of sample (a) showed no suture or ts remain on the insertion needle or were returned for evaluation. The needle is dramatically bent. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. Visual assessment of sample (b) no suture or ts remain on the insertion needle or were returned for evaluation. The actuator is in its post t2 deployment position indicating a complete deployment. The needle is bent. The device was functionally tested for proper actuator advancement, cycling and deployment and would not function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time.